Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
There was correction required related to treatment in summary narrative. The correct information has been provided with this report.

Event description:
It was reported that customer treated low blood glucose level with glucose/carbohydrates and there was detail on whether customer could hear the beep or not when the settings were saved.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer states that the audio is not working. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. Customer ran self test and got hardware low level failure. Customer treated low blood glucose level with glucagon. It is unknown if auto mode was active at the time of the incident. The insulin pump will be returned for analysis.